Manufacturer narrative:
A ge service rep performed an on-site investigation. Electrical tests were performed. The interconnect cable and the lemo socket were replaced. The system was tested and operates as intended.

Event description:
The customer reported the images on the 8800 system traveled on each monitor. No pt injury was reported.